Event description:
Reportedly the pt was on pca therapy and was given a bolus dose. The pt's family witnessed the pump continuing to deliver. The pt subsequently reported being dizzy. The nurse was called and stopped the pump. Another pump was used to continue the therapy for the pt. No other issues reported.